Event description:
It was reported that the cement was hardened for only 3-4 minutes starting from mixing. The temperature of the op room was 21c. The cement was stored in the refrigerator for 5 hours - 24 hours before use. The temperature of the refrigerator was not specified. Acm was used for mixing. The storage condition is not specified, but the temperature was under 25c. Antibiotic and any other substance were not mixed into the cement. All the monomer and polymer were used. Other cement and acm were used.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.